Event description:
Customer reported that the numbers on the insulin pump's screen began to ramp during bolus. Customer stated that when he replaced the battery, he received a button error alarm and the keypad became unresponsive. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 600 mg/dl at the time of the call. No further info provided.

Manufacturer narrative:
All buttons functioning properly, however found corroded keypad assembly during visual inspection. No unexpected button error alarm noted or numbers ramping during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and scratched case.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.